Manufacturer narrative:
Corrected data: d9/h3 h3 other text : device not returned.

Event description:
The user facility reported housing broke during a procedure. There was no patient impact. Attempts were made to obtain additional information about the event; no further information was received.

Event description:
The user facility reported housing broke during a procedure. There was no patient impact. Attempts were made to obtain additional information about the event; no further information was received.

Event description:
The user facility reported housing broke during a procedure. There was no patient impact. Attempts were made to obtain additional information about the event; no further information was received.